Event description:
Add'l info received from report on 04/15/2014: yes, you may give the contact info to the rep. I also will have the doctor who presented the problem to us on these sheehy tubes be available to them as well. She will also be giving me the names of 3 add'l pts who had early extrusion with these tubes later today. One had this happen twice. I will do further research on the new pts and try to narrow down the lots/product number used during that time period on our purchase orders from the company as these tubes are not required to have lot numbers etc.. Documented in pt record. Per operating room staff, they did save a couple of the tubes that were replaced due to early extrusion for the medtronic rep to pick up.

Event description:
Physician complaint of early extrusion of sheehy 1.27 mm ear ventilation tube on several pts (8). These early extrusions occurred as early as a few months after placement (per physician they should stay in 12-18 months). Date placement of initial tubes ranged from (B)(6) 2012 through (B)(6) 2013. These early extrusions required another surgical procedure to replace them for 7 pts so far. Physician can previously recall only one pt in her practice of several years who experienced that prior to these most recent 8 pts. Physician has stopped using these particular tubes until problem is identified, i.e different mfg process, different site of MFR (i.e foreign country) etc.